Manufacturer narrative:
(B)(6). Results: bd received six samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for sterility breach with the incident lot was observed. Conclusion: based on the investigation, the root cause / potential root cause for the open package was determined to be the ends of the foil packaging going out of alignment in the sealing plates for a short period of time meaning that the fin seal is not closed.

Event description:
It was reported that the abg syringe, 3 ml aline packaging was open. No injury or medical intervention.

Manufacturer narrative:
Additional information: a DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.